Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for a day due to low blood glucose (bg) levels of 1.9 mmol/l (34.2 mg/dl) while wearing the pod. At the hospital, the medical staff helped bring the glucose levels up (not specified). The pod was discarded.